Manufacturer narrative:
Delivery test was found to successfully pass and record into the device memory. During verification test the pdm was found to recognize the activities and powered on immediately with no issue noted. No issues were seen in the data that would cause incorrect delivery of insulin. The pdm was found to function as intended.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had expired on tuesday, (B)(6) 2018. The patient¿s girlfriend was taking the patient to the hospital because of difficulty breathing and patient refused to call the ambulance on tuesday, (B)(6) 2018. Girlfriend stated ¿they "shocked the heart", that they intubated the patient, and that they tried to remove all of the fluids that were building up around the heart and they put the patient on dialysis, which was ineffective. Treatment included insulin and they gave the patient something to slow down the heart. Other illness that the patient had included type 2 diabetic, myasthenia gravis, thyroid issues, sleep apnea, prostate cancer, and blood clots. Girlfriend stated because myasthenia gravis is a neuromuscular disease that would cause the patient to lose control of voluntary muscle function, such as the ability to control the hands; one of the patient¿s eyes would shut completely; that this condition caused the patient to have double vision, etc. Girlfriend said that the patient was in remission from this disease at the time of passing. Girlfriend said anytime when they touch the patient¿s arm this would cause fluids to come out. The patient was sedated, had the patient on life support, and then liver went. They "shock the patient" using a defibrillator and then they stuck a tube into the patient¿s throat to help with the breathing. On the second day pf the patient¿s stay the nurse ripped off the pod because blood glucose (bg) levels was extremely high. Patient¿s blood glucose levels got as high as 400 mg/dl. The pod was discarded at the hospital so device is not available for return. It should be known that no cause of death could be obtained. The omnipod product was not specifically alleged to have failed. Additionally, no malfunction or deficiency was reported to have contributed to, or caused, the patient's death. However, patient had been wearing a pod while in the hospital. Girlfriend believes cause of death was related to patient's difficulty breathing. Medication history: acyclovir - 400 mg, 2 per day. Lipitor - atorvastatin - 10 mg, 1 per day. Duloxetine - "generic for cymbalta" - 60 mg, 1 per day. Ecotrin - enterice aspirin - 225 mg each, 1 per day. Insulin - 90 units per day - humalog - changed pod every 3 days - type 2 diabetes, not type 1. Levothroxin - 200 mg capsules, 1 per day, except mondays, which is when the patient would take 1/2 a tablet. Mycothenolate (cell pept) - 250 mg tablets, 4 per day. Pantoprozole - 40 mg, 1 per day. Prednisone - 30 mg tablets, every other day (for gout). Probenecid - 500 mg, 1 daily restless leg syndrome. Requit/ropinerole 3 mg, 1 per day, 1 hour before bedtime. Symbacort inhaler - 120 in dosage - 2 puffs per day in morning and at bedtime 160-4.5. Spironolact - generic for aldactone - 25 mg, taking 3 times per week. Coumadin (generic for warfarin) - 7 mg daily (patient had bottles for 2 mg and 5 mg). Virtussin (cough medicine) dosage 120 mg 1 tsp every 4 hours, as needed. Oxycodone - 5/325 mg 1 tablet every 4 hours as needed for pain. Clindamycin - 300 mg tablets, 1 per day for a cold/flu symptom. Supplements: vitamin c - 1000 mg, 4 per day. Vitamin d - 200 iu, 2 per day. Calcium - 1200 mg, 2 per day. Every six (6) months patient visit the oncologist to get a trolia shot and lupron shot for prostate cancer. The last shots was in (B)(6) 2017. The patient was in the hospital for seven (7) days.